Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that when burning the second fiber out of six, an abnormality was noticed on the temperature map (tmap). They looked at the raw tmap on the magnetic resonance imaging (MRI) scanner and noticed an increase of volume around the surrounding area where the ablation was happening. The surgeon was notified, and they stopped the ablation. The saline tubing also leaked at the junction of where the two tubings connect. The first two catheters were disconnected from saline connection, and left the last four connected in series. It was noted that all six were connected in series from the beginning. The faulty leaking tubing (the one that goes through the pump) was replaced, and they proceeded with case. However, the saline tubing leaked once again at the junction of where both connect. There was a pinhole leak on the 3mm fiber located at 20mm from the tip. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
H3: the catheter was returned to the manufacturer for analysis. Analysis found that it was not possible to confirm the reported leak with a visual examination of the returned tubing. However, there was a pin hole near the tip of the returned catheter. Analysis found that the reported event was related to physical damage. H6: fdm b01, fdr c07, and fdc d02 are applicable to the hardware analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.